Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). There is a metal fragment sticking out from inside the centre of the sleeve, in the shape of a crescent moon. When the trocar (ek056r - lot #: 52391978) was inserted, it scratched the shaft of the trocar. Both items were being used during surgery and the metal fragment could have broken off inside the patient. All medwatch submissions related to this report are: 9610612-2018-00275.

Manufacturer narrative:
Investigation: the investigation was carried our by the responsible q-coordinator of the production plant. Extract of the german analysis report: "current status of the provided trocar: the shaft of the trocar is true to gauge. A burr can be found, the burr is not made out of metal. On the inside of the shaft signs of wear and tear can be found. Significant scratches can be found on the trocar pin. The plastic burr was overlooked during insertion of the trocar into the trocar body. The trocar pin can not be damaged by a plastic burr on the trocar shaft to such a massive extent. Most likely the damage on the trocar pin was caused by an insufficient usage. Gauge: pin 10.48mm ID#31497". Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification, valid at the time of production. No similar incident has been filed with products from this batch. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to a manufacturing error. Corrective action: a new failure visualization will be created to instruct the responsible employees to avoid this failure in the future.